Event description:
It was reported that asystole and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 27 mm watchman flx pro closure device and delivery system (wds) was advanced. After the wds was deployed, the patient experienced asystole and cardiac arrest. A temporary pacemaker was inserted and used to pace the patient's heart in response to the event. The closure device was subsequently implanted successfully, the temporary pacemaker removed, and the procedure was concluded. The patient was discharged home. In the physician's opinion, the event occurred due to the right ventricle threshold being increased, so the programmed amplitude setting on the temporary pacemaker was set to what the patient's threshold was in order to compensate.